Event description:
It was reported that a spectrum iq infusion pump failed to recognize close door during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door was closed, but the pump alarms that the door was not closed" was reproduced. A review of the event history log revealed "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper mechanism mounting screw located near the upper latch switch was slightly loose. The mechanism installation required to be performed to ensure accurate door closing/latching capabilities to address this issue. Should additional relevant information become available, a supplemental report will be submitted.